Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant products: pentaray navigational eco catheter, us catalog #: d128208, lot #: unknown. Carto 3 system, us catalog #: fg540000, serial #: (B)(4). Smartablate generator, us catalog #: unknown, serial #: unknown. Smartablate pump, us catalog #: unknown, serial #: unknown. Non biosense webster, inc. Product: st. Jude medical brk1 xs transseptal needle. Non biosense webster, inc. Product: agilis med curl 8.5 fr sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac perforation requiring no interventions. During the procedure single transseptal approach was performed to introduce the thermocool® smart touch® sf bi-directional navigation catheter to the left side of the heart, when advancing the catheter cardiac perforation occurred. Pericardial effusion was noted, the patient was in stable condition. No medical/surgical intervention was performed. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the excessive force applied. There were no factors cited such as patient¿s anatomy or disease cited that might have contributed to the adverse event. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk1 xs transseptal needle. An agilis med curl 8.5 fr sheath was used during the case. The generator parameters included power at 35 watts time 999 seconds. No ablation was performed prior to the adverse event. The patient received anticoagulant during the case with an activated clotting time (act) between 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.